Event description:
The skytron 5-piece split leg section was being used on a bariatric pt on a skytron 3600b surgical table, when the pelvic tilt seat section of the accessory slid off of the leg pins, causing the pt to fall off the table, a fall of about 12". No pt injuries were reported.